Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump passed prime/compromised force sensor system test and excessive no delivery test. Unable to confirm motor error alarm and unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Pump received with reservoir tube lip completely broken off noted.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm in the last 3 weeks. Blood glucose level at the time of the incident was not provided. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The insulin pump was returned for analysis.